Manufacturer narrative:
(B)(4). Date sent: 7/1/2025. B3: publication year of 2000. D4: batch # unk. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. This report is being submitted as part of a retrospective review of published scientific articles captured under CAPA-014204. Additional information was requested and the following was obtained: in the article is states: ¿thermal artifact¿. What does thermal artifact mean? Was it necessary to treat the patient for the thermal artifact? If yes, how was the patient treated? What is the current condition of the patient? No further information will be provided, because we can¿t get any additional information from the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title: conization by harmonic scalpel for cervical intraepithelial neoplasia: a clinicopathological study. Author: jun-ichi akahira, ryo konno, takuya moriya, hiromitsu yamakawa, tsukasa igarashi, kiyoshi ito, shinji sato, akira yajima. Citation: gynecol obstet invest 2000; 50:264¿268. The purpose of our study was to compare harmonic scalpel (hs) conization and the loop electrosurgical excision procedure (leep) for cervical intraepithelial neoplasia (cin) with respect to both clinical and pathological features. Before february 1998, 29 patients (mean age=31, age range=20-44; mean bmi=21.2, bmi range 18.7 ¿ 25.1) were under leep group and, after march 1998, 22 patients (mean age=32, age range=19-50; mean bmi=21.6, bmi range 17.9 ¿ 26.0) were under hs (ethicon) conization. During the procedure, the cervical tissue was resected by cold-knife conization by means of an hs-2 hook blade with a level 3 power setting. Reported complications in hs group included postoperative hemorrhage (n=3) in which they were treated successfully with vaginal packs or electrocoagulation; thermal artifacts (n=?) Of endo and ectocervical margins. In conclusion, the study does not recommend hs conization or leep as a diagnostic tool for patients diagnosed with invasive carcinoma before operation because pathological assessment is crucial in these patients. However, for patients diagnosed with cin, hs conization appears to be good treatment option..